Event description:
Surgery date: 2004. Corpectomy at c5 with a fibular strut graft and atlantis vision plate that was used across c4 to c6. One small infuse bone graft kit (2.8 ml (cc) total graft volume) was used. Pt presented with swelling 4 days post operative. Pt had to be placed on a ventilator for a couple of days. A CT scan read as a hematoma. Revision surgery 4 days later showed soft tissue edma and no hematoma. Pt was given a high dose of a steriod. Pt is doing fine now.